Event description:
It was reported by the affiliate in belgium that during an unknown surgery on an unknown date, it was observed that the vapr coolpulse 90 electrode, 90° suction w/integrated handpiece device had no suction. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI #: (B)(4). Reporter is a j&j employee. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the vapr coolpulse90 electrode was received and evaluated in laboratory. Visual inspection of the device revealed that it was not received in its original packaging. The suction tube shows biological residues. The electrode tip shows signs of activation. There appears to be biological residues along the device. Finally, the electrode shaft, handle, buttons, cable and plug did not show any signs of damage. For the suction testing, the electrode was sent to the manufacturer for further evaluation. The vapr coolpulse90 electrode was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. Upon visual inspection of the device revealed that the device has not been returned in its original packaging. The active tip is in a used condition, with evidence of activation and tissue debris around the active tip and in the suction port. No visible damage to the device shaft, handle, cable, or plug. The claim was substantiated with the device found to be blocked. The flow restriction was caused by a build-up of tissue debris in the suction path at the distal tip of the device. It was not possible to clear the blockage. A DHR review has been performed for the complaint device lot number u2103117; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the investigation findings and the product risk analysis document no correction action has been implemented. From our investigation we were able to confirm the customer report that the electrode suction was defective with the returned complaint device. The device was found to fail flow test specifications due to tissue debris within the suction path at the distal end of the device which could not be cleared during the investigation. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. At this time, no corrective action is required, and no further action is warranted, as the device is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.